Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. Tandem technical support educated the customer on insulin gauge calculations of the pump. The customer did not know blood glucose level due to not testing; however, there was no reported impact to the customer's blood glucose level.